Event description:
Dental dealer in (B)(6) sent a credit request for a broken clamp from this office because the clamp broken after a few uses. Called the office two times and left messages to follow-up on the complaint. Left contact info and requested call back. Sent e-mail request to dealer to return clamp for eval. Dealer rep emailed they would return the next week. Dealer has not returned clamp to date. Have called and emailed again to request the clamp return.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."